Event description:
Voluntary medwatch received states that the patient experienced arrhythmia and palpitations. The atrial lead exhibited low pacing impedance, noise oversensing, and failure to capture. The physician suspected insulation damage. Programming changes were made. No additional adverse patient effects were reported.